Event description:
Four units of 250 ml medibags were found to be leaking where the bushing meets the inner of the bag. The bags were not used on pts. The leaks were noticed at medication fill.

Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 179 mg/dl, 65 mg/dl, and 68 mg/dl. Low blood glucose symptoms were reported with these results. Customer self treated with breakfast and orange juice and low blood glucose symptoms improved. Test strips may have been exposed to extreme temperatures. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.